Event description:
We purchased a batch of 15 hamilton g5 ventilators on november 11, 2020. Within the past 6 months the alarm lamp board p/n 159272 failed in 7 of the ventilators, which is a 47% failure rate. These failures were discovered while our biomed technician was performing routine preventative maintenance. Here is a list of the approximate date of discovery and the affected g5 ventilator serial numbers. Date g5 s/n 07/06/2023 (B)(6) , 12/11/2023 (B)(6), 12/15/2023 (B)(6), 12/18/2023 (B)(6), 01/26/2024 (B)(6), 01/29/2024 (B)(6), 01/24/2024 (B)(6); we contacted hamilton medical on february 5, 2024 to alert them to the trend we observed. Reference report #mw5151547, #mw5151548, #mw5151549, #mw5151550, #mw5151551, #mw5151552.